Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for inadequate pain relief. The physician¿s evaluation identified that the lead was not optimally positioned to cover the patient¿s pain area. A revision procedure was completed and the lead was repositioned.

Manufacturer narrative:
The device remains implanted in the patient. The initial lead position likely contributed to the reported event, but this could not be confirmed. The evoke scs system surgical guide states "the risks associated with the implantation and use of a spinal cord stimulation system include inadequate pain relief following system implantation and the patient may require surgery (including revision, explant, and replacement) as a result."